Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that an alarm indicating that the piston was back occurred after the cartridge had been replaced. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the black box showed evidence of loss of prime illustrated with loss of prime due to low non-zero warnings. The battery cap and cartridge cap were not returned; a test battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly; no call service alarms or any other warnings occurred during the investigation. Product analysis was unable to duplicate a ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.